Event description:
On (B)(6) 2012, patient reported the up button on the infusion device is defective. Patient has used this infusion device since 2006 and usually boluses 4 times per day. The button "stays stuck" when pressed, and the infusion device does not respond. This was first noticed on (B)(6) 2012, and he switched to his backup infusion device. Patient inserted a battery to complete troubleshooting, and the infusion device displayed an e8 power interrupt error. He was unable to confirm the error message by pressing the buttons and had to remove the battery. The infusion device was not dropped within 48 hours of the event. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.